Manufacturer narrative:
The nurse reported that when a patient had a third-degree heart block the bedside monitor does not pick up the patient's blood pressure readings. The nurse stated that they changed out the patient cable, cuff and changed out the monitor. They reported that they are using another bedside device to the patient's blood pressure. Nihon kohden technician asked the nurse if the motor turns on when they attempt to take a blood pressure and their reply was that they do not hear anything. Nihon kohden technician suggested that they test the monitor by itself to see if it is with the bedside itself or attempt to reboot the unit to see if that resolves their reported issue. The nurse said they would try the suggestions and will call back if they need further assistance. There was no patient harm reported. The nurse was unable to provide the serial number of the bedside monitor involved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were used in conjunction with the g9 monitor, however the serial number of the bedside monitor is no information (ni) as reporter was not able to provide the information. Bedside monitor: model #: bsm-1700. Serial #: ni. G9 monitor: model: a/nkd-canvys-21. Serial #: (B)(4).

Event description:
The nurse reported that when a patient had a third-degree heart block the bedside monitor does not pick up the patient's blood pressure readings. The nurse stated that they changed out the patient cable, cuff and changed out the monitor. The nurse reported that they are using another bedside device to monitor the patient's blood pressure. Nihon kohden technician asked the nurse if the motor turns on when they attempt to take a blood pressure and their reply was that they do not hear anything. Nihon kohden technician suggested that they test the monitor by itself to see if it is with the bedside itself or attempt to reboot the unit to see if that resolves their reported issue. The nurse said they would try the suggestions and will call back if they need further assistance. There was no patient harm reported. The nurse was unable to provide the serial number of the bedside monitor involved.

Manufacturer narrative:
Details of complaint: the nurse reported that the g9 monitor was not giving nibp readings on a patient with a third-degree heart block. They could not hear the motor on the nibp pump when trying to take a reading. No patient harm was reported. Investigation summary: during troubleshooting with the customer, nka tech support advised the customer to inform their biomed of the issue so the reported device could be identified. At the time, the caller did not have access to the bsm-1700 that was connected to the patient. Follow-up attempts were made to continue troubleshooting but the original caller was not available. Other clinicians were not able to provide any additional information regarding the reported issue and advised that the ticket could be closed as there were no related issues to reported regarding nibp. As such, a root cause could not be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. It is unlikely that the reported issue was caused by a device malfunction as no further assistance was needed. Possible causes may be related to use error, user education, improper set up, or workflow issues. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: 03/11/2022 emailed the customer via microsoft outlook for all information in the ni list above: an undeliverable reply was received. Attempt # 2: 03/24/2022 spoke with another nurse at hospital who could not provide the initial reporter's email, but the nurse stated that to their knowledge, they had no further issues taking blood pressures with this device. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor, however the serial number of the bedside monitor could not be provided and is listed at "ni." Bedside monitor: model #: bsm-1700. Serial #: ni. Display for the g9 monitor: model: a/nkd-canvys-21. Serial #: (B)(6).

Event description:
The nurse reported that the g9 monitor was not giving nibp readings on a patient with a third-degree heart block. They could not hear the motor on the nibp pump when trying to take a reading. There was no patient harm reported.

Event description:
The nurse reported that the g9 monitor was not giving nibp readings on a patient with a third-degree heart block. They could not hear the motor on the nibp pump when trying to take a reading. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.